Event description:
It was reported that during service and evaluation, it was determined that the 4k c-mnt scp,4.0,30,167,mitek device labelling etching was incorrect and the device was broken (2+ pieces) chipped/shaved/delaminated. It was noted in the service order that the device had a large scratch as the exact failure of the device during a scope procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: the complaint device was received at the service center then, the device was forwarded to OEM, and the following defects were identified 0100 - other, 0120 damages caused by customer, 0200 - outer tube damaged, needle, 0210 outer tube bent, 0300 - outer tube damaged, distal tip, 0305 distal tip damaged, scratches/nicks/sharp, 0400 - outer tube body/ light post, 0410 sidearm damaged, 0600 - illumination, 0605 distal tip fiber damaged, 0800 - optical system, optical components, 0830 broken lenses in optical system, 0845 distal cover glass/negative damaged, 0855 cracked/broken negative, 1100 - cosmetic issue, 1110 scratches/dents, 1135 deposits on external optical surfaces, 1200 - engraving/identification, 1225 datamatrix code level a, 1300 - moisture, 1310 moisture at distal end, visual : scratched/nicked, broken (2+ pieces) : chipped/shaved/delaminated, visual : deformed/bent and labeling : incorrect etch per service report, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.